Manufacturer narrative:
(B)(4). Diabetes mellitus is a known cause of hypoglycemia and loss of consciousness.

Event description:
It was reported that an inaccuracy between the continuous glucose monitor (cgm) and the blood glucose (bg) meter occurred. The sensor was inserted into the abdomen on (B)(6) 2022. On (B)(6) 2022, the patient´s mother found the patient unconscious in his bed and she called 911. The cgm was reading 3.7 mmol/l and when the paramedics arrived they took a blood glucose reading which was below 1.3 mmol/l. The paramedics treated at home the patient with a glucose emergency injection and glucose gel. At the time of the report, the patient was feeling tired and 'sored head'. No data was provided for evaluation. The allegation and the probable cause could not be determined. The reported glucose values fall within the c zone of the parkes error grid. No additional patient or event information is available.